Event description:
The patient reported the joystick on the joystick on his m51pmpurd powered wheelchair fell apart. The patient then used a pin to drive the chair. While driving his powered wheelchair in the kitchen of his home, he lost control of the chair and collided with his refrigerator. As a result, he sustained a cut on his foot. Following the event, the patient presented to the clinic where he was allegedly diagnosed with gangrene which stemmed from the cut he sustained on his foot. His leg was, subsequently, amputated below the knee as a result. No additional information was available.